Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's alarm was alarming or beeping. Patient reported that her alarm was going off from the pump, in tervals of 10 minutes. Patient stated that for almost 2 days, she had been hearing the sound and not knowing where it was really coming from. Patient stated that since hearing the alarm, she had been "deathly sick", vomiting, more extreme pain than usual, stated with a headache, then real nauseated/sick to stomach (she couldn't eat anything), her back was "killing her", and because of the pain in her back, it woke her up in the middle of the night (at 4:30 am). Patient mentioned she did not know if it was her pump shutting down/or low on medication as to the reason for why she was experiencing the symptoms. Patient said the reason for calling was to get information regarding the alarms. Patient initially said that the alarm she heard was "more like music". Patient said that she called her healthcare professional (hcp) already and was told the hcp was in surgery all day on this report date and couldn't see the patient. Patient said that she was supposed to have an appointment on the next day at 11:30 am with the hcp since the next day was the alarm date for the patient. Patient said that no one played the alarms for her (so she could know what it sounded like) and would have liked the manufacturer representative (rep) to have done that for her after she had her pump placed so she could have known right off the bat that the noise she heard was coming from her pump. No further complications were reported. Additional information was received from a healthcare provider (hcp). It was reported that the cause of the alarm was the medication ran out. It was hard for patients to know what the beeping sound is. The pump was refilled and the symptoms were resolved. There were no further complications reported at this time.